Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's hearing performance with the device is affected. Parents deny any incident of accident or trauma. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the limited available information, damage to the active electrode seems likely. However, to determine an exact root cause, a device investigation on the concerned implant would be necessary. Re-implantation is planned but no date has been provided for it yet.

Event description:
Patient's hearing performance with the device is affected. No incident of accident or trauma has been reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Recipient's hearing performance with the device is affected. No incident of accident or trauma has been reported. The recipient has been re-implanted.